Event description:
The complainant reported that when the patient was being prepped in the or for transfer to the intensive care unit (ICU) and before the patient was moved from the operating room (or) table to ICU bed, a red advisory alarm on the console stating ¿battery temperature high¿ switch to backup controller occurred. Staff immediately got another automated impella controller (aic) and were instructed on how to do an aic to aic transfer. The new aic console number was ic1055. No patient harm has been reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.